Manufacturer narrative:
Correction: this supplemental report corrects that the event date was actually (B)(6) 2017 in lieu of the previously reported (B)(6) 2017.

Event description:
New information noted: the patient's age was 65, the patient was experiencing shortness of breath prior to the procedure, the patient¿s left ventricular lead was replaced, the patient was stable during and after the procedure, there was a concomitant device and this was a study.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead had become dislodged. An attempt to reposition the lead was not successful so the lead was capped. There was also a subsequent effort to place a new lead but that was unsuccessful due to patient anatomy.

Event description:
New information received notes that the device was also failing to capture.